Event description:
On (B)(6) 2011, the pt reported experiencing blood glucose ranging from 33-400 mg/dl. She injected insulin to treat elevated blood glucose and at 6 jelly beans to treat low blood glucose. Her normal blood glucose range is 150 mg/dl. She stated the adapter has not been changed in about a yr. All other accessories are changed per user's guide. She was instructed to disconnect from the headset and to bolus 5 units of insulin and a drop of insulin dripped from the insulin tubing. She stated she did this earlier with a 6 unit bolus and only one large drop emerged from the tubing. She does not believe enough insulin is being delivered during boluses. She stated that she believes low blood glucose may be caused by the button becoming stuck and too much insulin is delivered during boluses. She stated that she has never noticed the button becoming stuck. She reviewed the bolus history and all bolus amounts were correct and not larger than expected. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.